Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx bifurcated stent graft system was implanted in the patient for the endovascular treatment of an unknown sized aaa . Under 13 years later, an angiogram showed a possible type ia endoleak. A CT was performed afterwards and showed the ia endoleak and that the graft had migrated distally. It was reported intervention was performed where an etuf3232c49e was implanted, it was reported the endoleak was still present so an additional etuf3232c49e was extended proximally 4mm more to the lowest renal artery. After ballooning there was still a small type 1a endoleak. The physician decided to stop the procedure. Per the physician, the cause of the event was patient anatomy due to an angled neck no additional clinical sequalae were reported and the patient will be monitored.